Event description:
It was reported that during acl reconstruction surgery, the tibial tunnel was drilled with an open drill, and the tibial end was fixed with screw according with standard operation. The screw broke off, which resulted in an delay of 30 minutes. Broken pieces were removed from the patient. A backup device was available to complete the procedure with no patient injuries reported.

Manufacturer narrative:
One (B)(4) 8x25mm biorci-ha screw returned. The complaint stated: ¿the screw broke off¿. Procedure was conducted ¿according with standard operation.¿ dimensional inspection indicates that this is an 8mm product. The hex area of the implant is in good condition. The damage is focused at the distal tip. There is material missing from a force fracture. The distal piece was not returned. Damage indicated a snag by the guidewire, but the shear fracture indicates force was the main contributor. A backup was available. It is unknown whether prep recommendations were followed. Per instructions for use: ¿the starter must be utilized with the biorci¿ha screws to minimize screw breakage during insertion¿. A backup was available to complete the procedure. No root cause related to the manufacturing of this device was confirmed. Updated.